Manufacturer narrative:
Date of event: corrected from (B)(6) 2014 to (B)(6) 2014. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -10.0/+2.0/077 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2014. At one day post-op, inflammation was noted. The surgeon administered antibiotics and the eye returned to normal. The lens remains implanted. The reporter indicated the event was not lens related.

Manufacturer narrative:
The reporter indicated the patient was given steroids after inflammation. Now everything is fine and the lens is still in the eye. At the last visit on (B)(6) 2017, the patient ucva was 20/20. (B)(4).

Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -10.0/+2.0/077 (sphere/cylinder/axis), in the patient's right eye (od), on (B)(6) 2014. Implanted date: (B)(6) 2014 corrected to (B)(6) 2014. (B)(4).